Manufacturer narrative:
Ous MDR - during the analysis of the lead, it was noted that the rope conductor of the ring electrode was broken about 11 cm distal the connector pin. In addition, abrasion of the lead insulation could be seen in several places in this region. These damages should be regarded the cause of the clinical complaint. The observed damage manifestation requires an excessive mechanical point load of the lead over a longer period of time. This is probably due to the position of the lead in the implanted state. Diagnostic images to characterize the positional relationships of the implanted system were not available for analysis. The fracture sites of the rope conductor, that were examined in the sem analysis, indicate high stress on the rope caused by excessively high pulling and pressure tensions. The analysis did not show any indications of a material defect or mfg error. The damage to the outer insulation by cuts 10.5 cm distal of the connector pin is with high probability a result of the explantation.

Event description:
Ous MDR - it was reported to us that the lead displayed abnormal behavior in the form of a sudden pacing impedance increase and inappropriate capacitor charging with "noise" in the rv channel. The pt received an inappropriate shock. A lead revision was performed. The lead was removed because it was impossible to measure values for sensing and pacing with a pk-67 cable. The lead was explanted. The date of implant was not made available.